Event description:
It was reported to the manufacturer, by the end user, per the end user, that the patient fell out of bed, hurt her arm and had to be stitched up. She is immobile now. Daughter was in the bathroom and ran in to help her. Complaint (B)(4) was entered into our system to have the bed returned for investigation. As of this writing, the bed has not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.